Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: during investigation, a hard ¿cs69¿ alarm was reproduced at power up. The original tactile changes complaint was unable to be adequately investigated. The ¿cs69¿ failure was defined as a language file corruption while retrieving the language text. The keypad rubber was found to be undamaged, the keypad rubber was removed, and no contamination or damage was found to the key¿s. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to the flash chip (u39). The pump¿s cover was removed, and no intermittent conditions were found to the keypad flex/connector. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads on the side and below the grip pad. The returned battery cap was undamaged and able to fit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok/enter button was under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.